Manufacturer narrative:
Explant was reported due to an unspecified issue. Leaflets 1 and 3 were torn. There was circumferential fibrous pannus ingrowth which narrowed the inflow and extended onto the bases of leaflets 2 and 3. Fibrous pannus ingrowth was also present on the outflow surface of leaflet 1. Leaflet 3 was tethered into an open position by pannus, which caused incomplete coaptation. Leaflets 2 and 3 contained fibrous thickening. No inflammation or significant calcifications were present. The cause of the pannus and tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On an unknown date, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the valve was explanted. The patient is reported to be recovering. Additional information has been requested, but unavailable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a trifecta valve (size unknown) was implanted. On (B)(6) 2019, the valve was explanted. The patient is reported to be recovering. Additional information has been requested. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.